Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm endoleak (aaa) using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance approximately halfway through the microcatheter and decided to retract the ruby coil; however, upon retraction, the ruby coil unintentionally detached in the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. The procedure was completed by injecting glue. There was no report of an adverse effect to the patient.